Manufacturer narrative:
There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues.

Event description:
Bone anchored hearing implant explanted prior to being implanted with a cochlear implant.